Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the subject device had flicker in the picture. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg-bundle of the video cable section is broken and the light transmission is lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the additional failure(s) is/are cause not established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.